Event description:
Customer reported an incident that led to hospitalization, including a stay in the intensive care unit, with a highest blood glucose level of 475 mg/dl. The pump system was checked and confirmed to be functioning as intended, and no issues were found with the related supplies. Customer received intravenous fluids of saline and insulin treatment, which resolved the issue. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.